Event description:
It was reported that balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a form of a pinhole was noted upon first inflation at 6 atmospheres or below. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.